Manufacturer narrative:
Additional information was also provided that the device was not in use during time of the issue; the system was shut down due to a missing power supply. The report of patient harm was an error. Based on this additional information, this is no longer considered a reportable event.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and reloaded the device software, and reprogramed the pic ix. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. The device was operational after the device software was reloaded, and reprogramming the pic ix was completed. Multiple attempts were made to confirm if there was patient harm, but no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution name: (B)(6), reporting address line 1: (B)(6), reporting address state: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the central station (pic ix) did not recognize the telemetries. The device was reported to not be in clinical use. No other clinical information or medical intervention was reported. However, the report information indicated there was patient harm.